Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the sales representative (sr) was visiting the chief of perfusion on (B)(6) 2015 she was told that during use the extension line tubing cracked. The event occurred while on a patient. Additional information received on (B)(6) 2015 from the sr stated that they spent 7:30 to 11:30 with the hospital staff and operating room (or) md. It was determined that in the or line room they are using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. The staff was instructed per the instructions for use not to use these directly on the lines. They are going to extend the intra-aortic balloon (iab) dressing to protect them moving forward. She was not able to obtain direct patient information regarding the events.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was an ap (arterial pressure) extension line and 30cc 7.5fr iab. The extension line was connected to the injection lumen upon return. The extension line appeared undamaged. No damage or abnormalities were noted to the catheter, extension line, or driveline tubing. A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint of the extension line cracking is not confirmed. The extension line appeared undamaged upon return. The root cause of the complaint is undetermined.

Event description:
It was reported that while the sales representative (sr) was visiting the chief of perfusion on (B)(6) 2015 she was told that during use the extension line tubing cracked. The event occurred while on a patient. Additional information received on 22jul2015 from the sr stated that they spent 7:30 to 11:30 with the hospital staff and operating room (or) md. It was determined that in the or line room they are using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. The staff was instructed per the instructions for use not to use these directly on the lines. They are going to extend the intra-aortic balloon (iab) dressing to protect them moving forward. She was not able to obtain direct patient information regarding the events.